Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a defibrillation threshold (dft) test was completed for this rv lead and implantable cardioverter defibrillator (ICD). A code 1005 related to an open circuit detected was triggered. The shock impedance was high, out of range. The rv lead and ICD remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that a defibrillation threshold (dft) test was completed for this rv lead and implantable cardioverter defibrillator (ICD). A code 1005 related to an open circuit detected was triggered. The shock impedance was high, out of range. The rv lead and ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.